Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7xs c-ring and scope wash tubing broke off inside the pt toward the end of the procedure. The leg had to be opened in order to retrieve the piece. A new kit was opened to complete the procedure. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)